Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit was not switching on.

Manufacturer narrative:
Updated data: b4, e1 (name & email), e2, e3, g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d5,d10,e4,h6(clinical & impact).

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs100 intra-aortic balloon pump (iabp) unit was not switching on. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Checked the machine and found problem with power supply. Machine working on battery, not switching on power supply. Power supply defective. Replaced the defective power supply with new one. Checked functionality, found ok. Handed over the machine in working condition.